Event description:
The customer reported via phone call that they went to bed with a blood glucose level of 70 mg/dl and woke up with a high blood glucose level of 410 mg/dl. Customer was concerned the insulin pump was not delivering insulin at night. Customer was feeling sluggish. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.